Manufacturer narrative:
Reporter's address: full address name of the facility is (B)(6). Device evaluation and inspection found the forceps channel port found shaved. Leakage observed due to pinhole on a-rubber. The customer reported leak issue was able to be confirmed. Additionally, it was noted that due to damage on a-rubber, insulation resistance value at distal end does not meet the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "a-rubber" (bending section) leak. The issue found during maintenance. There is no patient involvement on this reported event. No user injury reported. Device evaluation found the forceps channel port is shaved. This report is being submitted for shaved forceps channel port.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the correction to d5 and the updates to e3 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the inside of the biopsy channel port contacted endo therapy accessories and shaved during the user handling. The event can be detected by following the instructions for use (IFU) which state: ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.